Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the valves failed in under a week in the last 3 tracheostomy tubes she used. At night the balloon doesn't hold and the valve sections fill up with air. She has had to change the tracheostomy tubes within 10 days. This report 2936999-2016-00252 is the first of three tubes reported by the customer in one complaint. The second and third tubes are referenced on our reports 2936999-2016-00253 and 2936999-2016-00254.